Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a temperature (temp - no physical damage) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: device evaluation: the device has been returned and evaluated by product analysis on 10/30/2015 with the following findings: a review of the black box did not indicate any voltage drops or excessive battery usage. There were no errors, alarms, or warnings related to the complaint in the pump histories. The battery compartment was intact and the battery cap was able to fully tighten. There was evidence of moisture contamination observed on the underside of the battery cap. The pump powered on normally with the returned battery cap and did not draw excessive current. Leak testing did not reveal any leaks. The pump casing was removed and no internal defects were found. The complaint could not be confirmed or duplicated on investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).